Event description:
It was reported that several ventricular tachycardia episodes were not treated or treatment was delayed because the onset discriminator detected the episodes as supraventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.